Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump turned off. The customer's blood glucose (bg) level was reported to be elevated (no specific value was given). Reportedly, the customer delivered a manual injection of 15 units of insulin to address elevated bg level. Subsequently, the customer's bg level lowered to (123 mg/dl) and the customer was taken to the hospital on (B)(6) 2016. While in the hospital the customer received fluids intravenously. The customer was expected to leave the hospital on (B)(6) 2016. Review of the pump history showed that low power alerts and a low power alarm had occurred and had not been addressed by charging the device. In addition, the customer received low insulin alert, empty cartridge alarm and out of insulin alarm which were not addressed by loading a new cartridge. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.

Manufacturer narrative:
\ No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.